Event description:
It was reported that while in use on a patient, this ht70 ventilator suddenly generated continuous ventilation stop alarms. The patient was removed from the ventilator, resuscitated via ambu bag, and then placed on an alternate ventilator without injury.

Manufacturer narrative:
Section a: patient information and section e initial reporter cannot be provided due to japanese privacy regulations. Section e: japan medtronic personnel reported event to manufacturer on behalf of the customer. Section d4: unique identifier (UDI)#: not available. Section h4: manufacturing date was estimated. H3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, this ht70 ventilator suddenly generated continuous ventilation stop alarms. A review of ventilator logs confirmed loss of ventilation. The ventilator was not made available to medtronic for evaluation. The third-party service personnel, tkb (tokibo) had evaluated the unit and found a system error when turned on. Turning the power off and restarting allowed it to boot, but removing the power pack battery caused it to shut down. The main control board was identified as the cause. A capacitor mounted on the board was broken. Review of the provided image confirmed that the c92 capacitor on the main control board was thermally damaged. If a failure of c92 capacitor on the main control board occurs while in use on a patient, the ventilator response would be a loss of ventilation to the patient. The cause of the reported event was isolated to a faulty c92 capacitor on the main control board. The ventilator is in the scope of the field corrective action. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.